Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/22/2016 with the following findings:. Moisture corrosion was found on the battery compartment and the battery cap. The pump failed a leak test due to a crack in the battery compartment. Moisture corrosion was found on the internal components of the pump.